Event description:
Per the clinic, the patient experienced an infection around the implant site and was treated with IV antibiotics (duration and dosage not reported).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. This report is filed june 13, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.